Event description:
It was reported that during a bariatric sleeve gastrectomy procedure, on the last firing using a blue reload and no buttressing material, two issues were noted. The surgeon noted some milking of tissue at the end of the device and the tissue was tearing before it was actually was cut and stapled. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis found that the device was received in good visual condition and with an ecr60g cartridge reload, the returned cartridge was received fully fired and with the cartridge pan detached from the cartridge. In addition the cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.